Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support developed a gastrointestinal bleed. Systemic anticoagulants were held. Two days later, gastrointestinal (gi) scope was done with a clip placed, and bleeding was resolved.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned. Major bleed/ retroperitoneal hemorrhage: the cause of retroperitoneal hemorrhage cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.